Manufacturer narrative:
Investigation of the device revealed core wire breakage at approx. 23mm, twist core wire at approx. 19mm from tip end respectively due to pulling force. Coil wire was pulled apart at approx. 24m from tip. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the device investigation, it is inferred that the guidewire was trapped in the narrow branch vessel when the retrograde approach was attempted, and the pull back manipulation with excessive force was made for bail out, resulting the breakage damage with the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged.

Event description:
In the retrograde procedure to a heavily calcified cto lesion at #1 rca, when the subject guidewire was advanced through septal branch channel, the guidewire was trapped in the vessel. A microcatheter that had been used in combination was advanced over the guidewire tip area and guidewire removal was attempted, however the guidewire tip end broke off. At the physician's discretion, the fragment was left in the anatomy.

Manufacturer narrative:
(B)(4)